Event description:
It was reported that the pt's implantable neurostimulator was moved because the location restricted the pt's movement when bending. The device was moved from the pt's front right-side, at the waistline, to just below the waistline on the left-side buttock. This allowed for "ideal" flexibility for the pt. The pt had difficulty "setting the instrument up" after the device was moved into the new location. The pt did not have an antenna for the programmer. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).